Manufacturer narrative:
Event date: a year ago. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported dissection and death occurred. The target lesion was located in the right coronary artery (rca). Rotational atherectomy was performed. When the physician finished with the burring process, the physician attempted to reintroduce an unknown wire. The physician took a picture and a dissection in the ostium of the rca incorporating the cass of the ascending aorta. The patient was able to be stabilized before being sent to surgery. Surgery was successful and the patient was fine. Approximately 2 weeks later, the patient returned and passed away presumably due to pulmonary embolism.